Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that sixty-three packets and two empty samples that pertained to product code mcp426h were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-04178.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/8/2023. H6 component code: g07002 - pending evaluation of returned device. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide an answer for each case: (B)(4). Was there any adverse consequence associated with the patient? Device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up questions: the single complaint was reported with multiple events. There are no additional details regarding the additional events. A device has been received for product code mcp426h, lot tbmjmt, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m. Related reports: 2210968-2023-04178.

Event description:
It was reported that a patient underwent a wound closure procedure on an unknown date and suture was used. During the procedure, the sutures have been snapping in half when sewing the skin closed. There were no patient consequences reported. Additional information was requested.